Event description:
Equipment malfunction, type of person affected patient equipment involved/malfunctioned? Yes; brief factual description - do not enter any individual names in this section. Please use parties involved section. Laser error message reads: lamp not ignited 2. Machine was shut down and re-started. Same error indicated. Rep in the room. Unable to resolve issue. Md proceeded without laser. No harm to patient.